Event description:
Pt in menicon z rgp contact lens for up to 30 days/29 nights of extended wear was seen by a doctor (o.d.) In 2004, complaining that the pt awoke with their left lens dislodged from the cornea and that they were experiencing pain on their left eye. The doctor found that the pt had little adhesion mark from the dislodged lens on their left cornea but the pt had 20/20 vision and no cells and flare. The doctor treated the pt with zymar with 4 times a day for 24 hours and a night and day bandage contact lens on that date. The pt was seen again by the doctor in 2004. The pt's left was fine and went back to wear of menicon z rgp contact lens on that date. The pt has not had any problems since then.